Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: a review of the black box showed evidence of battery alarms following a power on reset event. The black box showed a call service 128 post delivery motor power supply fault. The pump powered up with the returned battery cap and was able to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture was found in the battery compartment. The current draws were within specifications. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture internally. The battery life alarm issue was not duplicated during investigation.